Event description:
The customer reported suppressed troponin I (access® accutni+3) results, with rlu (relative light units) or ind (indeterminate) flags, for three patients, and obtained system message, sample counts outside limits error, involving the unicel® dxc 600i synchron® access® clinical system. The non-numerical results were released from the laboratory. There was no impact to patient care associated with this event. Beckman coulter customer technical support (cts) guided the customer through verifying the substrate dispense system of the analyzer. The customer discovered the connection to the top of the substrate probe loose and tightened the connection to resolve the issue. Subsequent testing of the patients' samples, on the same instrument, with a new reagent pack, recovered numerical results of 0.00 ng/ml. The customer indicated all system parameters (including quality control, calibrations and system checks) were within specifications. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the likely cause of the event is attributed to the loose connection at the top of the substrate probe which can cause inadequate substrate dispensing, leading to lower than expected or suppressed troponin I (access® accutni+3) results. Beckman coulter continues to track and trend any incident related to this issue.